Manufacturer narrative:
H4: the lot was manufactured from august 04, 2022 to august 05, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo was performed and a droplet from an apparent leak from a tear or hole located near the edge area of the container was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was further described as, ¿leaking because of broken bag¿. The leak was observed during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.